Event description:
The patient had 3 cypher stents implanted in the right coronary artery. Indication for the index procedure was chronic stable angina pectoris. The vessel diameter was 2.9mm and the lesion length was 74mm. Approximately 14 months post stent implantation, the patient came back with unstable angina and it was discovered the patient had focal restenosis and the implanted 3.0 x 28mm stent had a fracture. The patient was treated with an endeavor stent.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.